Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however; the lead data from the device memory was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was oversensing. The lead threshold and sensitivity was reprogrammed. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.